Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and five shocks due to a detected arrhythmia. Technical services (ts) reviewed the stored device data and noted the second and fourth shocks appeared to accelerate the patient's arrhythmia; however, ultimately the arrhythmia was converted. The arrhythmia was originally detected in the vt monitor-only zone and, as such, ts advised a physician should review the device data and consider reprogramming the detection zones. The device appeared to be operating according to how it was programmed and remains in service. Additional information received indicated that no programming changes were made. It was noted that the patient returned to the hospital with ventricular tachycardia (vt) unrelated to the previous hospital admission, and was sent to another hospital for another vt ablation. No additional adverse patient effects were reported.